Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 17234386, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 17317392, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Upon device interrogation, it was found that the patients thoracic leads had high impedances. The patient underwent a procedure wherein the thoracic leads were replaced. The patient was doing well postoperatively, and the explanted leads were not returned per facility policy.